Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. An effusion was noted prior to the start of the procedure. The first wds did not work, so a second wds was used. During the procedure, the patients blood pressure started to drop and epinephrine was administered to successfully stabilize the patient. The second closure device was deployed and released. A pericardiocentesis was performed. No other complications were reported. Patient was fine post procedure. It was further reported that the effusion increased after the was crossed and the second closure device was being placed. The first wds did not work due to its position. The pericardiocentesis was performed after the second deployment prior to release of the second device. The effusion subsided "almost immediately" after the pericardiocentesis. Patient was fine post procedure and was discharged as planned.

Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. An effusion was noted prior to the start of the procedure. The first wds did not work, so a second wds was used. During the procedure, the patients blood pressure started to drop and epinephrine was administered to successfully stabilize the patient. The second closure device was deployed and released. A pericardiocentesis was performed. No other complications were reported. Patient was fine post procedure.